Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that there were bent cannulas from the previous infusion sets. The customer stated that the infusion set was not secured in the serter properly for insertion. The customer stated that the infusion was popping out of the serter instead of staying in the serter. The customer also stated that she had an infusion set that had a needle that was hard to remove. The insulin pump will not be returned for analysis.